Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing on the right ventricular (rv) lead channel from the high amplitude atrial activity. Technical services (ts) was consulted and further in office review was recommended. No adverse patient effects were reported. This device remains in service.